Event description:
A pt reported experiencing inaccurate erratic results with a otp meter. The pt's blood glucose results were 45mg/dl, 246mg/dl. Tests were done within 10 mins with a difference of 122%. Pt did not experience any adverse events. No further info has been reported. Note-customer cleaning meter incorrectly. Check strip and control solution test passed.